Manufacturer narrative:
Investigation: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A valve-related death is an inherent risk when the patient condition is such that a prosthetic mechanical heart valve is needed to sustain cardiac function, and it can occur despite ideal implant procedure or device functionality. Conclusion: with the information available, a conclusive assessment of the relationship between the event and the device could not be determined.

Event description:
Medtronic received information from the patient's spouse that 13 years 11 months post implant of this aortic mechanical valve, the patient expired. The patient's spouse believes that the valve failed (type of failure unspecified), that the failure lead to the patient's death, and that the patient felt worse after the valve implant. The patient's spouse reported that the death certificate states that the patient's natural and artificial valves failed. Additional information was requested, but the patient's follow-up physician of-record could not be reached.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.